Event description:
It was reported that the patient presented for a follow up with competitive atrial pacing induced by arrhythmia exhibited by the implantable cardioverter defibrillator. Programming changes were made. Additional information has been requested but not received.